Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The battery is depleting its charge at a typical ipg battery depletion rate. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.

Event description:
A report was received that the patient's ipg was replaced due to difficulty charging and the patient felt the ipg would not hold a charge. The physician was unsure if the device was working properly and elected to replace the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was replaced due to difficulty charging and the patient felt the ipg would not hold a charge. The physician was unsure if the device was working properly and elected to replace the ipg. The patient was reportedly doing well following the procedure.